Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a tavr heart valve procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. At the end of the procedure a suture mediated closure device failed resulting in the use of 14 fr manta. There was still bleeding around the manta so a covered stent was placed. There was no reported patient harm and they were reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a tavr heart valve procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. At the end of the procedure a suture mediated closure device failed resulting in the use of 14 fr manta. There was still bleeding around the manta so a covered stent was placed. There was no reported patient harm and they were reported as fine post the procedure."